Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted faster than expected and subsequently the pump shut down. Customer stated the pump battery takes longer to charge. Additionally, it was reported that the pump touch screen was unresponsive. There was no reported impact to the customer's blood glucose level. Reportedly, the customer declined to provided additional information and further troubleshooting with tandem technical support.